Event description:
Drill pin broke off in pt's bone while surgeon was drilling arthrex hip avn disposables kit. Item number ar-3519h, lot number 13075818, expiration date: 03/31/2026. FDA safety report ID# (B)(4).